Event description:
It was reported that right ventricular (rv) his bundle lead exhibited high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: 429688 non-defib lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.